Event description:
Vns patient got scared because they were coughing following an increase in programmed parameters and they went to the emergency room. A vns programming system was not available in the emergency room, so the magnet was placed over the device to stop stimulation until the patient could be seen by their neurologist. Further follow-up revealed that the patient underwent an increase in device settings on the same day that they were seen in the hospital emergency room. The patient was reportedly instructed to wait in the waiting room for 15 minutes following the increase in programmed parameters so that their condition at these higher parameters could be assessed prior to sending them home. The patient was noncompliant with these instructions and did not wait. The patient was seen in the emergency room later that same evening complaining of painful stimulation at which time the magnet was placed over the device to stop stimulation. The patient was seen by their neurologist three days later and device setting were reduced back to previous level. Device diagnostic testing was within normal limits, indicating proper device function. The patient indicated that they left the office after the parameter increase because they were coughing. Treating neurologist believes that the patient got scared because they were coughing and that is the reason that they went to the emergency room. There was reportedly no painful stimulation at the generator site and no device malfunction is suspected. It was reported that the event was a stimulation tolerance issue.